Event description:
Medtronic received information regarding an axium coil that had resistance during delivery in the phenom catheter and was stretched and detached prematurely. The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) with access via the external carotid artery (eca). Vessel tortuosity was severe. It was reported that the devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. When delivering the axium coil through the phenom catheter, severe tension was felt in the coil pushwire. An attempt was made to implant the coil but it could not be done so the physician decided to remove the coil. It was noted the physician did not reposition the coil. However, the coil then stretched suddenly and detached unintentionally. The stretched coil remained in the parent artery. The patient did not have any symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance in the catheter was in the distal section. The coil came out of the introducer sheath smoothly. There was no damage to the phenom catheter or pushwire was observed after removal. A detachment attempt was made before it detached prematurely. The coil was stretched and herniated from aneurysm and was not implanted.